Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit will not alarm when done". The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the unit will not alarm when done. Further information is not available.